Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-apr-2018 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All keypad buttons were responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector. The keypad issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. Additionally, the display was dim and pink.